Event description:
The staff was using the device with adapter to deliver pacing therapy to a pt. Pt data was not reported. Reportedly, the pacer stopped pacing. A backup pacer was made available and used. Pt outcome was not reported, however, the reporter stated there were no adverse affects to the pt.